Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the fuses within the viewing station of the imaging system were slightly out of alignment, and manually adjusting their position resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power in the storage room. There was no patient present when this issue was identified. No additional information was provided.